Event description:
It was reported that, during the implant procedure, the shock impedance was less than 30 ohms. The patient is petite so the pulse generator is sub-muscular. Later, the daily impedance measurements were less than 25 ohms. The system remains implanted. There were no adverse patient effects.